Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. The procedure was completed using a different rv lead. This rv lead has not been returned for analysis. No additional adverse patient effects were reported. Upon receiving additional information, it was reported that this right ventricular (rv) lead was explanted high out of range pacing impedance measurements were observed, causing a lead safety switch (lss). As a result of the polarity switch from bipolar to unipolar, noise oversensing was observed. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 166 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of noise, oversensing, and increased impedance measurements were likely caused by the confirmed fracture.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. The procedure was completed using a different rv lead. This rv lead has not been returned for analysis. No additional adverse patient effects were reported. Upon receiving additional information, it was reported that this right ventricular (rv) lead was explanted high out of range pacing impedance measurements were observed, causing a lead safety switch (lss). As a result of the polarity switch from bipolar to unipolar, noise oversensing was observed. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. The procedure was completed using a different rv lead. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.